Manufacturer narrative:
As of today the lead has not been returned for analysis. Should the lead be returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this lead was surgically abandoned after displaying shock impedances greater than 125 ohms. There were no additional adverse patient effects reported.